Event description:
It was reported that the patient was ¿shocked¿ and had a sharp pain to her left flank and back that radiated down her legs. The impedances were greater than 4,000 in all of the leads. Therapy was suspended on (B)(6) 2013. The event was possibly related to the device or therapy and the implant procedure.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3889-28, lot# v535750, implanted: 2011 (B)(6); product type lead. (B)(4).